Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was reported as 0.5 mmol/l. Customer stated that the issue can cause high blood glucose levels and their blood glucose level has gone to normal after the set change. Customer's blood glucose level was 489 mg/dl. Customer treated with the pump. Customer does not have a back-up plan. Customer verified the insulin exited the tubing. Customer's pump settings were correct. Customer was advised to change the entire set, reservoir, and insulin. Pump passed the self test. Customer was advised that she can continue to use the pump. No further assistance needed.